Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and during the procedure, irrigation failed on ablation and char was present when catheter was removed from patient. The issue was not resolved on char removal; therefore, the catheter was replaced and the irrigation issue was resolved. The surgery was delayed by eight minutes. There was no patient consequence. Additional information indicated that the char was located on tip electrode. The system presented an error message on pressing the pedal ablation cut out due to high temperature. The noted temperature was 50 degrees celsius, impedence unknown, 40w. The physician considered the char excessive. The incorrect catheter setting of 4mm was selected on the smartablate generator. There was an issue with flow rate change at the start of ablation. Heparinized normal saline was used as the irrigation fluid. Carto visitag module was used with respiration gated, stability: 25% over 3g, 3mm tag size with color option impedence drop.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).